Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The system software was upgraded to resolve the issue. Block a: no report of patient involvement. Block e1: the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718. H3 other text : the distributor performed a checkout of the equipment and confirmed the reported complaint. The system software was upgraded to resolve the issue.

Event description:
During pre-use check out, non-invasive mode of ventilation was not activated which would result in inability to start ventilation. There was no patient involvement.